Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch ultra meter was reading inaccurate erratic (however, she performed a hospital meter to subject meter comparison). The medical affairs specialist (mas) called and spoke with the patient two days later and obtained further information. The patient had visited her doctor ona previously scheduled appointment (date/time not known) and was advised by the doctor to go directly to the hospital. She was not experiencing any symptoms at the time and did not recall if her blood glucose was tested on the doctor's meter. When she arrived at the hospital, her blood glucose level on the hospital meter was 600 mg/dl with no symptoms, which reflects a serious injury. She had the subject meter with her at the hospital and decided to test on it within a few minutes. Her meter result was 200 mg/dl. She was placed on "heparin therapy, IV, and given an insulin shot". The patient informed the mas that she takes "pills" at home for diabetes (did not provide name/dosage of oral medications). The patient was admitted to the hospital for 1 1/2 days. She did not know the admitting diagnosis and refused to provide any further information regarding other health conditions she may have. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement. The patient did not have any test strips during troubleshooting and therefore, a quality control check could not be performed. A replacement meter, control solution, and test strips were sent to the lay user/patient.